Event description:
Event: (cc# 98-00800) the sheath was defective when the iab was removed from the patient. On 2/2/99, datascope was notified that it is the policy of the facility not to release the sheath. [Event complications]: unknown - reported 6/29/98. [Patient's current status]: unk - rpt'd 6/19/98.